Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the imaging core shaft was separated inside the intravascular ultrasound sheath, catheter portion. The device was pulled and removed intact from the patient. The procedure was completed with another of same device. There were no patient complications were reported.